Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator atrial port would not accept the lead. The device was not used.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the atrial test lead into the pulse generators header. The lead insertion force used to insert the lead was out of specification for the product; foreign material was noted on the atrial ring contact spring in the atrial connector. During testing it was noted that the ventricular test lead could not be inserted into the connector port due to being out of specifications.